Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the turkish market on a significantly similar device to "vario twin, hl 20 4-pumps" , which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for vario twin, hl 20 4-pumps with catalog number 701043262, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
It was reported that a hl20 pump displayed the error message "beltslip" and afterwards ¿head¿. The event occurred during a routine check. No harm to any person was reported. The failure ¿head¿ can cause an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message "beltslip" does not lead to a pump stop. This warning only indicates to the user that the pump speed is smaller than 90% of the motor speed. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that a hl20 pump displayed the error message "beltslip" and afterwards ¿head¿. The event occurred during a routine check. No harm to any person was reported. The failure ¿head¿ can cause an unintentional pump stop. Therefore a report is required. According to the hl20 service manual the error "head" indicates that the motor tacho shows a value but the head tacho shows 0 (zero). According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message "beltslip" does not lead to a pump stop. This warning only indicates to the user that the pump speed is smaller than 90% of the motor speed. Several beltslip errors result in a head error. A getinge field service technician (fst) was sent for investigation and repair. The hl20 belt kit (rpm) and the tacho strobe foil were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. A similar complaint was investigated by the getinge life cycle engineering. The most probable root causes regarding the error messages: beltslip and head could be determined as: 1. Belt profile error causing them to not run properly in the rpm pulleys 2. Different height of the two pulleys 3. Belt pulley profile error 4. Faulty belt tension according to the getinge fst, the most probable root cause for the damaged the tacho strobe foil was the broken belt. The broken belt damaged the tacho strobe foil. The review of the non-conformities has been performed on 2025-07-22 for the period of 2017-05-30 to 2025-07-17. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2017-05-30. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure "error messages: beltslip and head" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.